Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in a bacterial infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in an unspecified bacterial infection. The breach in aseptic technique was further described as improper hygiene and outdoor bacteria. The patient was hospitalized for 24 hours and was prescribed unspecified antibiotics for the bacterial infection. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. On an unspecified date, the pd catheter was removed. No additional information is available.